Event description:
It was reported that patient presented to the ER after receiving an alert. Testing revealed the device was in hardware reset mode with no defib therapy available. Patient had an mi 2-3 days prior and received external defib. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported reset mode was confirmed. Analysis found a depleted battery. With another battery attached, the device functioned normally; no high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and no battery anomalies could be found. A rapid battery depletion occurred shortly after the last high voltage charge initiation. It is believed the battery depletion was caused by the excessive hv charging.